Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed a diagnostic anomaly reporting a false mode switch episode despite a normal sinus rhythm. No intervention was performed and the patient was in stable condition.